Event description:
It is reported that at 10 years post-op, patient has a complication of polyethylene liner wear on the operative hip. Patient is tolerating the complication, no revision is planned. Device was implanted in 1998.

Manufacturer narrative:
Because this is a custom item number, a baseline report cannot be filed. This report will be amended, when our investigation is complete.